Manufacturer narrative:
H10: additional manufacturer narrative: a review of the device history record (DHR) for ab2000-b rev. D/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of similar complaints was conducted on ab2000-b rev. D/serial number (B)(6), which confirmed no other similar events have been reported to procept. A review for similar complaints across all other systems confirmed five (5) other similar events. The aquabeam robotic system's instructions for use (IFU), IFU (B)(4), rev. F, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o urinary retention a root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists urinary retention as a potential risk of the aquablation procedure. No further information was able to be obtained on this event. Based on the review of the DHR and IFU the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On (B)(6) 2021, during a voice of customer (voc) interview with the treating physician, procept biorobotics corporation became aware that the patient experienced urinary retention post-aquablation procedure (per the manufacturer's instructions for use, urinary retention is a potential perioperative risk of the aquablation procedure). No further information regarding patient's condition is available at this time or whether any additional intervention was required as a result of the reported event. No malfunction of the aquabeam robotic system was reported.